Event description:
After radial access obtained, attempted to advance rist catheter into radial artery. Difficulty noted in advancing catheter, which was in an accessory radial artery. Attempted to withdraw catheter, at which time a distal fragment of the catheter broke off and was lodged in the accessory radial artery. Decision was made it would be more dangerous to attempt to retrieve the fragment (with risk of vessel rupture) rather to keep fragment in place. Successfully used benchmark guide catheter to finish treating aneurysm. Patient awoke with no new deficits or complications.